Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after 33 months. The physician expressed dissatisfaction with device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.